Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy procedure, while removing the gallbladder and gallstone, the device was ripped when being pulled out of the abdomen. A piece of the bag and some of the bag's contents (including gallstones) fell into the abdomen. They were successfully retrieved with an laparoscopic instrument.